Event description:
It was reported that the catheter has a problem of leaking because the physician said that he found some liquid around the pump. The catheter was removed from the patient by cutting it in two pieces.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the catheter abrasion most likely was caused by being pressed/compressed against the body. This appears to have caused so much friction that a hole was rubbed through the catheter body. This would have caused a leak at the spinal area of the back where the catheter meets the fascia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial# unk, implanted: unk, explanted: 2012-(B)(6). Analysis of the catheter revealed a hole in the body of the catheter caused by a deep abrasion.

Event description:
It was later reported the patient's spasticity increased even when the dose was also increased. Following the explant, it was reported the patient was 'perfect about spasticity' and to have received effective therapy. The pump was used to deliver lioresal.